Event description:
It was reported that an unspecified cartridge issue occurred intermittently. A cartridge change was performed to address the issue. Customer's blood glucose level was over 400 mg/dl. Customer administered a manual injection to address the issue and went to the emergency room with small ketones customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.